Event description:
It was reported the pt had fallen 3 weeks ago. The pt has felt nauseous, "sick" and her skin feels like it is on fire. She had been to the emergency room three times, although no outcome was reported from the visits. The called indicated that she called her dr and "he didn't think the pump was malfunctioning." The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.